Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the insulin pump alarmed no delivery. The customer's blood glucose was 316mg/dl. The customer stated the insulin did exit. The customer stated the cannula was bent. The customer was unable to troubleshoot at the time. The customer was advised the reservoir will be replaced.